Manufacturer narrative:
Device not returned to manufacturer for evaluation. Device not returned.

Event description:
It was reported that the healing collar (B)(4) fractured and could not be removed from the implant. Therefore, the implant had to be explanted. Another implant and healing abutment was placed. Tooth location (B)(6).

Manufacturer narrative:
One tapered screw vent implant was returned for inspection on jan 24, 2018. On feb 28, 2018, a visual inspection revealed that the drive feature contained fractured pieces of the healing collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09. Instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter (top right) and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The returned x-ray shows the reported implant (circled in red). A small piece of fractured screw in the drive feature can be detected from the image. Complaint indicates healing collar fracture, which necessitated implant removal. Alleged event was confirmed following inspection. A singular cause cannot be determined for the complaint. UDI: (B)(4).